Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to reported a hospitalization due to high blood glucose. Customer's current blood glucose reading is 442 mg/dl. Customer has treated with manual injection. Customer has experienced thirst and vomiting. The blood glucose reading at the time of the hospitalization was over 600 mg/dl. During troubleshooting, time and date are correct. Customer unsure of setting of the basal and bolus. Manual prime is correct, insulin exited the tubing. High pressure test passed. Customer stated that an x-ray was performed while wearing the insulin pump. Nothing further reported.